Manufacturer narrative:
Product ID: 388928, lot# 0211319105, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they had ¿increased back pain¿ and were ¿feeling unwell.¿ during a routine device check on (B)(6) 2018, it was noted the patient¿s device was switched off, as she ¿felt she was better off with it off¿ and that she had been ¿suffering from a lot of back pain for some time.¿ the patient reported they had experienced ¿multiple¿ accidents and bowel symptom episodes per day and that they rated their urgency as a ¿5¿ on a scale of 1-5 while using program 3. The patient reportedly wanted to have the device removed and had scheduled an appointment to review the issue with a pain specialist in (B)(6) 2018. Impedance testing performed on (B)(6) 2018 found that electrode pairs 0-1, 0-2, 0-3, and 1-3 had impedances >4000 ohms when measured at 1 v. The patient later reported on (B)(6) 2018 that her back pain was much worse and that she felt ill since the impedance check. It was noted the patient felt that she ¿had a pinched nerve from the impedance check.¿ the patient¿s physician suggested to the patient that instead of removing the device that she try having the lead replaced to get a better outcome for her bowel control. The issue remained unresolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient had first experienced back pain sometime between device implant and their clinic visit on (B)(6) 2018. The patient¿s outcome was unknown at the time of follow-up; no further complications were reported or anticipated.